Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that when preparing the female pt for a caesarean section in the labor ward, the doctor struggled with the lor (loss of resistance) syringe stating it felt as though the plunger had become stuck and would not slide smoothly. The issue during the insertion of the epidural needle resulted in a dural puncture which the doctor corrected with a autologous blood patch. After the patch was performed, no further complications to the pt resulted from this occurrence.